Manufacturer narrative:
The technician found the torque tube and brake caster base assembly is worn. The device referenced in this report is over 12 months old and according to the recommended preventive maintenance schedule at least one pm should be performed every 12 months. Therefore, the acceptance criteria, based on the DHR, were determined to be acceptable at the time the device was released. Given the time which has elapsed, the alleged failure of the device would not be related to any issue which occurred during the manufacturing process. The technician replaced the brake steer torque tube weldment, brake pedal button, steer pedal button, brake steer pedal weldment and the brake steer pedal pad to resolve the issue. Based on this information, no further action is required.

Event description:
The technician reported that with the brakes engaged the brake casters will swivel. The bed was located in the accounts bed shop. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).